Manufacturer narrative:
(B)(4). Balloon material ruptures can be affected by numerous factors including, but not limited to, balloon damage during manufacturing, materials, handling, calcification and tortuosity, interaction with a previously implanted stent, insufficient preparation prior to use or from interactions with other devices. It is possible that an interaction with other devices, the stent implant and/or the tortuous and calcified lesion may have damaged and weakened the balloon material, such that the balloon ruptured upon inflation attempt. Although there does not appear to be any indication of a product quality deficiency, without the product to examine, a definitive cause for the reported balloon rupture cannot be determined.

Event description:
Device issue: balloon rupture. Time of device issue: during the procedure. Adverse event: none. It was reported that pre-dilatation was performed and a xience v stent was implanted in the proximal circumflex which was mildly calcified with 90% stenosis. Post-dilatation was attempted with a 2.5x 8mm voyager nc; however, the balloon ruptured during the first inflation at 9 atm. There were no reported patient effects. No additional information was provided.